Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This initial MDR is the only report being submitted for MFR #2954740-2017-00203. Product codes: krd/hcg. (B)(4). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that the detach tip side of the deltaplush coil ((B)(4)) is longer than other coils and will push out of the microcatheter.